Event description:
Per clear study adverse event form, this pt experienced a prolonged bout of a-fib and multiple mode switch episodes. The pt went to the ER. The pacemaker may have undersensed a/f. The device was reprogrammed.